Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal tip of the returned universal quick connect handle assembly had broken off. Rust spots have been observed on the knurled areas of the device. Functional testing was not performed due to the device's damage. The most likely cause of this failure is wear and tear damage caused by user-applied excessive mechanical forces incurred over repeated usage in the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On february 7, 2025, a sales representative reported via sems-06777612 that an ar-9215-1-03 universal quick connect handle locking part broke off when the cutting block rotated during drilling. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on february 13, 2025: this occurred during an eclipse total shoulder arthroplasty procedure on (B)(6) 2025. They used an additional handle in their sets to complete the case. A vaultloack was used to complete the case. There was no case delay or added anesthesia administered to the patient.